Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, the as received tibial insert showed a fractured post with gouged material on the posterior surfaces of the fractured post tip and the base of the post which remained on the tibia insert. Additionally, the insert showed damage on the articulating surface and edge of the insert. The post tip itself showed the same damage on the posterior and inferior surfaces, but also demonstrated potential beach marks on the inferior fracture surface. No material or manufacturing defects were observed in any of the components in the course of this investigation. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. However, based on the product evaluation procedural/user error cannot be ruled out. The future impact to the patient cannot be ruled out. This complaint will be re-evaluated if more information becomes available. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. If new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that the post on the tibial insert is broken off. The patient had implant clunking and instability.